Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an alert due to a high right ventricular (rv) pacing impedance out-of-range (oor) measurement, that triggered a lead safety switch (lss) in the rv lead. Technical services (ts) reviewed the case indicating the high impedance jump was likely related to the spring contact issue, and that the lss polarity change caused the pacemaker to record two episodes of ventricular arrhythmia due to myopotentials oversensing. It was recommended to switch back the rv lead configuration to unipolar pacing and bipolar sensing to alleviate the oversensing issue. The pacemaker was reprogrammed, and the patient admitted to the hospital, as the rv lead will be revised due to a suspected fracture. Eventually, this pacemaker was explanted and replaced due to normal battery depletion and the rv lead was surgically abandoned due to the previously mentioned oor impedance issue. In addition, the ra lead was also surgically abandoned and replaced as it was not being used. This pacemaker is not expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an alert due to a high right ventricular (rv) pacing impedance out-of-range (oor) measurement, that triggered a lead safety switch (lss) in the rv lead. Technical services (ts) reviewed the case indicating the high impedance jump was likely related to the spring contact issue, and that the lss polarity change caused the pacemaker to record two episodes of ventricular arrhythmia due to myopotentials oversensing. It was recommended to switch back the rv lead configuration to unipolar pacing and bipolar sensing to alleviate the oversensing issue. The pacemaker was reprogrammed, and the patient admitted to the hospital, as the rv lead will be revised due to a suspected fracture. Eventually, this pacemaker was explanted and replaced due to normal battery depletion and the rv lead was surgically abandoned due to the previously mentioned oor impedance issue. In addition, the ra lead was also surgically abandoned and replaced as it was not being used. This pacemaker is not expected to be returned for analysis and no adverse patient effects were reported.